Manufacturer narrative:
The patient is (B)(6) in height. An event regarding periprosthetic fracture involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as devices were not returned for evaluation medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause.

Event description:
Postoperative diagnosis: patient underwent primary total hip arthroplasty. Subject suffered peri-prosthetic fracture and removal of femoral components as well as exchange of liner were performed.

Event description:
Postoperative diagnosis: patient underwent primary total hip arthroplasty. Subject suffered peri-prosthetic fracture and removal of femoral components as well as exchange of liner were performed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Disposition unknown.